Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery due to pain. The patient received a cement spacer.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery due to pain. The patient received a cement spacer.

Manufacturer narrative:
Correction - h6 (clinical signs code). The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. R&d team assessed the information available regarding the use of combination of inbone tibial tray and infinity talar dome and opined that: I don't have any concerns about the stability of the tibial tray. The articulating surfaces are the same between inbone ii and infinity therefore there is no realistic increased risk to the tray. Regarding the infinity adaptis dome, it was not designed with the intent to couple with the inbone tibial tray. There are many clinical, surgical and patient factors that impact the outcomes of a tar surgery therefore I'm not going to comment on the viability of this combination working in a clinical application. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.